Event description:
The customer reported via phone call that he had gotten water in the insulin pump. Customer tried to put the pump in rice and tried to dry it out. Customer stated that the pump fell in the water and the pump is vibrating without an alarm or alert. Customer stated that the display went blank immediately after the pump was exposed to moisture. Customer stated that a constant tone was also occurring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the keypad assembly, motor, battery tube and vibrator assembly. The insulin pump was unable to perform the displacement test due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.